Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery kept draining within a day. Blood glucose was unknown. Troubleshooting was performed for battery out limit. Customer also troubleshooting for failed battery test. Customer also changed many batteries. Advised the insulin pump will need to be replaced. The product will not be returned for analysis.